Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient presented to the clinic for a lead revision. The lead was discovered to have a noise problem. High capture thresholds were observed. The lead was capped and replaced. There were no patient symptoms prior, during, or after the replacement. The patient was doing fine in the recovery room.